Event description:
A consumer implanted for non-malignant pain reported they kept the implantable neurostimulator (ins) off because something wasn¿t feeling right since (B)(6) of 2016. It was noted the consumer had a knot from a pre-existing accident in 2013, however, since getting the ins ¿it seemed like it pushed whatever was in my neck further out,¿ and they couldn¿t bend their neck forward because of the knot. It was further reported the consumer felt like it was burning on the right side when stimulation was on, so they turned it off, and were planning to have it taken out. The consumer wasn¿t sure if the implant triggered the knot to come out or if it was a cyst or herniated disc, so they were planning to have an MRI to address this when the found a site that could perform the MRI. It was further reported at the time of explant they were going to have a neurologist on site, and if the knot could be removed they were going to try and remove it or find out what it was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.